Event description:
Baxter (B)(4) received a report that a 5 ml/hr folfusor overinfused during patient use. The total fill volume of 110 ml was infused over the course of 15 hours rather than 22 hours. This implies a 7.3 ml/hr flow rate, which is 147% of the expected flow rate. The device was filled with fluorouracil at a concentration of 500 mg / 10 ml. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.